Event description:
The user facility (a veterinary clinic) reported that an i.v. Catheter broke off when the needle was pulled out after being inserted into a dog. Surgery was required to remove the catheter. Additional event specific info was not available.